Manufacturer narrative:
The investigation into the product damage has been completed. The impella pump was returned for investigation. Visual inspection of the returned pump confirmed a cannula kink near the motor housing. The root cause of the delivery issues was the observed cannula kink. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was attempted to be implanted with an impella cp device for mechanical circulatory support. During attempted implant, positioning issues were encountered due to the grey cannula kink. The physician made the decision to abort placement of this impella and replaced the device with another impella cp. There was no patient harm reported.